Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed to be dislodged at a routine follow-up. The physician reprogrammed the pacemaker to maximum output. The lead was able to sense and capture tissue at maximal output. However, the physician did a revision procedure and successfully repositioned the lead. No additional adverse patient effects were reported.